Event description:
It was reported, patient is experiencing pain in the groin area and is also experiencing pain in the front part of the thigh. Patient has had the pain since the surgery. Patient states that walking increases the pain. Patient has had blood work. Patient states that since she has a cochlear implant she cannot have an MRI. She is supposed to meet with the surgeon in (B)(6) to decide what they are going to do.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided ina supplemental report.